Event description:
The ICD was explanted due to an unspecified malfunction related to noise on the rv lead. The rv lead was replaced. The following physician's office was unable to state if the lead had been explanted or capped. Should add'l info become available, this report will be updated.